Manufacturer narrative:
The t:slim pump user guide states: change your infusion set every 48¿72 hours. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 428 mg/dl. Reportedly, the customer was past due to change the infusion set site and believes this to be suspected cause of the bgs. However, upon removing the cannula, the customer did not notice any kinks in the cannula. A correction bolus was delivered to address bg levels. Recommendation was made to discuss diabetes management with health care provider.